Event description:
Customer reportedly rec'd the following results on the advantage sys (meter, confort curver test strip lot number 549436, exp date 01/31/2008) within 10 mins: 116 mg/dl, 181 mg/dl, and 461 mg/dl. No quality controls used. No adverse event reported. No action was taken based on device results. Customer did not provide the location of the discrepant results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.